Event description:
Possible false negative. Per hologic's cytology applications specialist (cas) a customer's lab personnel reported a case with observed abnormal cells that were not located in the 22 fovs selected by the imager. Cas reviewed slide on the review scope as an unknown mixed with other slides. Case presented had no triggers in the 22 fovs to prompt an autoscan. Full review of slide during qc showed abnormal cells outside. Case was picked up on qc. There were two groups of hsil cells on the slide, with no abnormal cells in the 22 fov. The customer would like to submit the slide for internal review though the cas explained they would not receive a report. This is a reportable event in the us as this is a potential delay in diagnosis.